Manufacturer narrative:
The reported event of a round, bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures. Please note, per the contraindication in instructions for use arten600038216 - a, "treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects."

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a 25 mm amplatzer pfo occluder was selected for implant. During the implant procedure it was noticed that the device was too small. It was removed and a 35 mm amplatzer pfo occluder was tried instead. While deploying the device it appeared that the distal disk would be too large, so the device was retracted and another device was used. A 30 mm amplatzer cribriform occluder was attempted, but upon deployment a bulbous deformation was noted. The device was removed and replaced with a new 30 mm amplatzer cribriform occluder to resolve the event. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable with no adverse events.